Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ intermittent moderate to severe pelvic pain") in a 33-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2005 and (B)(6) 2011).). Concurrent conditions included body mass index normal, anesthesia, difficulty in walking, shortness of breath, constipation and tachypnea. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain/weight gain / loss specify which one: weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and mood altered ("hormonal changes- mood changes/neurological conditions or problems type: mmod changes"). On 1(B)(6) -2014, the patient experienced headache ("headaches"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("neurological conditions or problems type: to be supplemented"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/ intermittent moderate to severe abdominal pain"), back pain ("severe back pain/ intermittent moderate to severe back pain"), urticaria ("skin conditions- hive-like skin condition"), rash ("rashes"), pain ("intermittent moderate to severe waist pain"), arthralgia ("intermittent moderate to severe hip pain"), pain in extremity ("intermittent moderate to severe left arm pain/ intermittent moderate to severe left foot pain/") and abdominal pain ("intermittent moderate to severe abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, headache, alopecia, vaginal discharge, mood altered, migraine and weight increased had resolved and the vaginal haemorrhage, urticaria, rash, bladder disorder, urinary tract disorder, nausea, nervous system disorder, allergy to metals, fatigue, pain, arthralgia, pain in extremity, weight decreased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, rash, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Doctor visualized three trailing coils within the left and right uterine cavity. Mr-the essure device was placed and the left ostia were visualized, cannulated and the coils inserted with/without difficulty with 3 training coils visualized. All symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: both fallopian tubes were bilaterally occluded on (B)(6) 2016, CT scan and pelvis with IV contrast of the abdomen and pelvis showed a cyst-like structure on the liver and the systems to be in the pelvis and nonspecific bibasilar sub segmental atelectasis on(B)(6) 2016, surgical pathology report-final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation. Endometrium: proliferative phase myometrium: superficial adenomyosis. Right and left fallopian tubes: mild peritubal fibrosis; bilateral essure devices identified. Gross description: labeled "uterus with essure devices in bilateral fall. Tube segments". Received in formalin is a 93 gm, 9.5 x 6.0 x 4.0 cm uterus with attached cervix and bilateral attached proximal fallopian tube segments. The serosa is tan-pink, smooth. The cervix is pale pink-white smooth and glistening, measuring 3.5 x 2.5 cm with a 1.0 x 0.8 cm patent os. The cervix has multiple thin-walled cysts filled with clear gelatinous material ranging from 0.3-0.6 cm in diameter. The endometrium is tan-pink to red and 0.2 cm thick. The myometrium is 2.0 cm thick. The right fallopian tube measures 3.5 cm in length x 0.3 cm in diameter. The lumen has coiled wiring consistent with essure device. The left fallopian tube measures 3.5 cm in length x 0.4 cm in diameter and the lumen .shows coiled wiring consistent with essure device. Representative sections are submitted as follows: cassette a1: anterior cervix. Cassette a2: posterior cervix. Cassette a3: endometrium. Cassette a4: full thickness endo/myometrium. Cassette as: right fallopian tube. Cassette a6: left fallopian tube. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, back pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ intermittent moderate to severe pelvic pain") in a 33-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2005 and (B)(6) 2011).). Concurrent conditions included body mass index normal, anesthesia, difficulty in walking, shortness of breath, constipation and tachypnea. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain/weight gain / loss specify which one: weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and mood altered ("hormonal changes- mood changes/neurological conditions or problems type: mmod changes"). On (B)(6) 2014, the patient experienced headache ("headaches"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("neurological conditions or problems type: to be supplemented"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/ intermittent moderate to severe abdominal pain"), back pain ("severe back pain/ intermittent moderate to severe back pain"), urticaria ("skin conditions- hive-like skin condition"), rash ("rashes"), pain ("intermittent moderate to severe waist pain"), arthralgia ("intermittent moderate to severe hip pain"), pain in extremity ("intermittent moderate to severe left arm pain/ intermittent moderate to severe left foot pain/") and abdominal pain ("intermittent moderate to severe abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, headache, alopecia, vaginal discharge, mood altered, migraine and weight increased had resolved and the vaginal haemorrhage, urticaria, rash, bladder disorder, urinary tract disorder, nausea, nervous system disorder, allergy to metals, fatigue, pain, arthralgia, pain in extremity, weight decreased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, rash, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Doctor visualized three trailing coils within the left and right uterine cavity. Mr-the essure device was placed and the left ostia were visualized, cannulated and the coils inserted with/without difficulty with 3 training coils visualized. All symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: both fallopian tubes were bilaterally occluded . On (B)(6) 2016, CT scan and pelvis with IV contrast of the abdomen and pelvis showed a cyst-like structure on the liver and the systems to be in the pelvis and nonspecific bibasilar sub segmental atelectasis on (B)(6) 2016, surgical pathology report-final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation. Endometrium: proliferative phase.myometrium: superficial adenomyosis.right and left fallopian tubes: mild peritubal fibrosis; bilateral essure devices identified. Gross description: labeled "uterus with essure devices in bilateral fall. Tube segments". Received in formalin is a 93 gm, 9.5 x 6.0 x 4.0 cm uterus with attached cervix and bilateral attached proximal fallopian tube segments. The serosa is tan-pink, smooth. The cervix is pale pink-white smooth and glistening, measuring 3.5 x 2.5 cm with a 1.0 x 0.8 cm patent os. The cervix has multiple thin-walled cysts filled with clear gelatinous material ranging from 0.3-0.6 cm in diameter. The endometrium is tan-pink to red and 0.2 cm thick. The myometrium is 2.0 cm thick. The right fallopian tube measures 3.5 cm in length x 0.3 cm in diameter. The lumen has coiled wiring consistent with essure device. The left fallopian tube measures 3.5 cm in length x 0.4 cm in diameter and the lumen .shows coiled wiring consistent with essure device. Representative sections are submitted as follows: cassette a1: anterior cervix. Cassette a2: posterior cervix. Cassette a3: endometrium. Cassette a4: full thickness endo/myometrium. Cassette as: right fallopian tube. Cassette a6: left fallopian tube. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, back pain, headaches. Most recent follow-up information incorporated above includes: on 25-apr-2018: pfs received. Weight gain and mood changes were updated to previously reported events. Outcome of events weight gain and mood changes updated to resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ intermittent moderate to severe pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. A27186) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2005 and (B)(6) 2011).). Concurrent conditions included body mass index normal, anesthesia, difficulty in walking, shortness of breath, constipation and tachypnea. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and mood altered ("hormonal changes- mood changes"). On (B)(6) 2014, the patient experienced headache ("headaches"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("neurological conditions or problems type: to be supplemented"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/ intermittent moderate to severe abdominal pain"), back pain ("severe back pain/ intermittent moderate to severe back pain"), urticaria ("skin conditions- hive-like skin condition"), rash ("rashes"), pain ("intermittent moderate to severe waist pain"), arthralgia ("intermittent moderate to severe hip pain"), pain in extremity ("intermittent moderate to severe left arm pain/ intermittent moderate to severe left foot pain/") and abdominal pain ("intermittent moderate to severe abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, headache, alopecia, vaginal discharge and migraine had resolved and the mood altered, vaginal haemorrhage, urticaria, rash, bladder disorder, urinary tract disorder, nausea, nervous system disorder, allergy to metals, fatigue, pain, arthralgia, pain in extremity, weight increased, weight decreased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, rash, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Doctor visualized three trailing coils within the left and right uterine cavity. Mr-the essure device was placed and the left ostia were visualized, cannulated and the coils inserted with/without difficulty with 3 training coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: both fallopian tubes were bilaterally occluded . On (B)(6) 2016, CT scan and pelvis with IV contrast of the abdomen and pelvis showed a cyst-like structure on the liver and the systems to be in the pelvis and nonspecific bibasilar sub segmental atelectasis on (B)(6) 2016, surgical pathology report-final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation. Endometrium: proliferative phase.myometrium: superficial adenomyosis.right and left fallopian tubes: mild peritubal fibrosis; bilateral essure devices identified. Gross description: labeled "uterus with essure devices in bilateral fall. Tube segments". Received in formalin is a 93 gm, 9.5 x 6.0 x 4.0 cm uterus with attached cervix and bilateral attached proximal fallopian tube segments. The serosa is tan-pink, smooth. The cervix is pale pink-white smooth and glistening, measuring 3.5 x 2.5 cm with a 1.0 x 0.8 cm patent os. The cervix has multiple thin-walled cysts filled with clear gelatinous material ranging from 0.3-0.6 cm in diameter. The endometrium is tan-pink to red and 0.2 cm thick. The myometrium is 2.0 cm thick. The right fallopian tube measures 3.5 cm in length x 0.3 cm in diameter. The lumen has coiled wiring consistent with essure device. The left fallopian tube measures 3.5 cm in length x 0.4 cm in diameter and the lumen .shows coiled wiring consistent with essure device. Representative sections are submitted as follows: cassette a1: anterior cervix. Cassette a2: posterior cervix. Cassette a3: endometrium. Cassette a4: full thickness endo/myometrium. Cassette as: right fallopian tube. Cassette a6: left fallopian tube. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, back pain, headaches. Most recent follow-up information incorporated above includes: on 12-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, historical drug, concomitant medication, lot number-a27186 and lab test were added.events hormonal changes- mood changes;abnormal bleeding (vaginal, menorrhagia); rashes or skin conditions- hive-like skin condition; bladder or urinary problems or changes; migraines / headaches;nausea; neurological conditions or problems type: to be supplemented; nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue; weight gain / loss specify which one: to be supplemented; hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy/ successful removal of devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Doctor visualized three trailing coils within the left and right uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case correction following internal review: company causality comment added to this case. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.